Manufacturer narrative:
Additional information was received and it was learnt that there was no patient injury. Also the manufacturing and expiration dates were received. Therefore added: expiration date: 10/31/2018. Device manufacture date 11/21/2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A piece of foam dressing sealed in a plastic sample jar was returned for evaluation. No product unit and no other unit packaging was returned. Visual evaluation could not confirm the presence of the fiber as reported by the customer. The source of the fiber cannot be determined based on the return. A review of the records was performed. There were no procedural nonconformities or interventions in the manufacturing of the lot that would indicate an elevated potential for particulates in the product solution. There were no similar particulate complaints for the lot number at the time of this review. Review of components used to manufacture the lot show no complaint trends for the syringe, stopper, or cannula (B)(4) lots. No manufacturing root cause could be determined. Review of the customer return could not confirm the presence of the reported particulate. The review indicates the lot was manufactured per procedure and meets the product specifications. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device expiration date: unknown, not provided. Device manufacture date: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a piece of fiber was noticed while injecting viscoelastic healon into the patient's eye. Reportedly, the fiber was removed from the eye. No further information was provided.